Event description:
It was reported that pump displayed a cartridge change error that prevented cartridge from loading correctly. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to inspect o-ring and pump area, remove pump from case, clean debris from pneumatic tap guide rail, and attempt to reload cartridge; when cartridge still did not load, customer filled and loaded new cartridge with guidance from technical support and successfully completed load process and resumed insulin delivery.